Event description:
The patient was being treated for angina pectoris. The lesion was 90% stenosed with a calcification and moderate tortuous in left anterior descending (lad) proximal and lad (first diagonal). The lesions were pre-dilated by a balloon catheter. Two taxus stents were implanted in the lad middle and proximal lesions. The blood flow to the lad was obstructed by one of the stent struts which were then dilated by another balloon catheter. The physician implanted another stent in the lad using the y-stent technique. Next, the intravascular ultrasound (ivus) catheter was advanced to the lad, and post-imaging was completed. When the physician withdrew the catheter from the lesion, it caught the stent. The physician withdrew the guidewire. He then withdrew the catheter, with torquing, from inside the patient. The procedure was completed and no patient complications were reported.